Manufacturer narrative:
Section h10: (h3) the evaluation of the revision based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. (D11) concomitant device: logic stem ext 14mmx25mm (cn: unk, sn: unk); logic tibial tray size 2 2f/1t (cn: unk, sn: unk); tibial insert size 2 9mm, (cn: unk, sn: unk); patella 3 peg, 29mm (cn: unk, sn: unk); bone screw 7mm (cn: unk, sn: unk).

Manufacturer narrative:
Pending evaluation. Concomitant medical products: logic stem ext, 14mmx25mm, (cn: unk, sn: unk). Logic tibial tray, size 2 2f/1t, (cn: unk, sn: unk). Tibial insert, size 2 9mm, (cn: unk, sn: unk). Patella 3 peg, 29mm, (cn: unk, sn: unk). Bone screw, 7mm, (cn: unk, sn: unk).

Event description:
As reported, a female patient was diagnosed with an infection of a right total knee. The surgeon chose to do a revision. A complete revision was performed after trials and was implanted. Patient was last known to be in stable condition following the event. Devices will not return due to facility policy.